Event description:
According to the reporter: during the operation, threads broke frequently. Used another. No bleeding. No tissue harm. Operating room time extended more than 30 minutes.

Manufacturer narrative:
(B)(4).